Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sarcoidosis ('autoimmune diagnosed sarcoidosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". On 25-jan-2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sarcoidosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and tooth loss ("tooth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, sarcoidosis, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, sarcoidosis, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hair loss and tooth loss were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sarcoidosis ('autoimmune diagnosed sarcoidosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sarcoidosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure treatment was not changed. At the time of the report, the pelvic pain, sarcoidosis, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, sarcoidosis and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : added reporter. Case was upgraded to serious incident. Essure removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.